Event description:
The customer states that a physician questioned the result of the one hour time point from a glucose tolerance test on a pregnant female patient performed on the aeroset analyzer. The initial result of 382 mg/dl re-tested at 181 mg/dl. The retested sample had been stored for two days in the lab refrigerator. Controls have been within specifications. The customer feels that the sample from the questioned result may have contained a clot and caused the erratic result. There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
An abbott technical executive arrived on site and replaced the acid wash valve after observing a dried salt build-up around the valve. Preventive maintenance was also performed and no issues were found with the assay file. Subsequent instrument operations and test results were acceptable. This issue is addressed in the aeroset system operations manual (list#: 9d06-05, 200155-101, november 2004), section 10. Troubleshooting and diagnostics, results are erratic; precision is poor. The investigation demonstrated that the aeroset analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.